Event description:
It was reported that when loading a collimator onto the detector head, the collimator did not completely latch and only stayed attached on one side. No injury or other adverse effects were reported. The field engineer replaced the damaged parts.